Manufacturer narrative:
(B)(4). This product is not cleared or distributed in the u.s., however, this report is being submitted as zimmer biomet manufactures a similar device that is cleared or distributed in the united states. Concomitant medical products: nexgen lps mobile tibial component, cat#: 00594605001, lot#: 62216149. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-201-07682. Product location is unknown.

Event description:
It was reported that patient underwent revision due to pain and premature wear of polyethylene. Surgeon noted questionable appearance of bone in contact with the tibial component at the time of revision.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical products - femoral component option for cemented use only size f left, catalog #: 00576401651 lot #: 62247466 fluted stem mobile tibial component/precoat for cemented use only for export only not for distribution in the USA size 5, catalog #: 00594605001 lot #: 62216149 complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned products found that the condylar surfaces of the articular surface are nicked, gouged, pitted and show signs of micromotion. The medial surface is much more damaged than the lateral surface. Consultation with development smes concluded that the damage of the articular surface is not lamination but rather third body pitting likely caused by particles of bone cement or bone. The tibial component features bone cement remains but only on one side of the inferior surface, and the superior surface shows signs of use (nicks and gouges). The femoral component features bone cement covering the whole back side. Elongated scratches were noted on the buffed femoral condyle surfaces at locations that match the striation pattern and damage on the condylar surfaces of the articular surface. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was most likely due to third body wear; however, root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.